Event description:
The customer reported that the ventilator alarmed and shut down while on a patient. The customer reported the ventilator would then not power back on. The customer reported there was no patient harm. The manufacturer's service technician verified the device would not power on. The ventilator was returned to the manufacturing facility for analysis. Factory analysis of the ventilator revealed component failures on the power management board which may result in a loss the 12v signal. Loss of the 12v signal may result in a vent inop occurrence with alarm during use in normal ventilation mode.